Event description:
It is reported that 2 patients were revised due to metal-backed patellar failure at 6 and 8 years post-implant.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/96/18/e159. This report will be amended when our investigation is complete.